Manufacturer narrative:
Updated fields: b4, d8, g1-contact person-mfg site, g3, g6, h3, h6-- type of investigation, investigation findings code, investigation conclusion code, component code, h11. A getinge field service engineer (fse) verified machine would not charge batteries. Fse replaced power management board. Verified machine would now charge both battery bays. One battery is dead, and was replaced. Machine passes functional and safety tests. Returned to the customer for clinical use.

Event description:
N/a

Manufacturer narrative:
No response has been provided. A supplemental report will be sent if additional information becomes available. H3 other text : not returned to manufacturer.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) batteries were not charging. There was no harm reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5)